Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently navigated to the fill tubing screen after a supply change while intending to check remaining units in the cartridge, and an agent guided the user to disconnect from the ilet as for a shower and proceed to fill the tubing until drops were observed, after which the user confirmed drops on the ilet and the system returned to the home screen. Symptoms included elevated blood glucose with a value of 280 mg/dl following breakfast. Outcomes included user education and successful completion of troubleshooting with the device returning to normal operation. Investigation included customer interview and guided troubleshooting steps. Investigation of this case revealed user error related to workflow navigation and tubing fill while connected, without device malfunction observed after correct completion of the fill procedure. It was concluded, based on previously established findings for similar reports, that the cause was use error.